Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products. Associated MDR #'s: 1225714-2013-01239, 1225714-2013-01240, 1225714-2013-01241.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011, and subsequently expired on (B)(6) 2011, after the use of the product.